Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with anios clean excel d detergent. Cleaning brush kit cle1-kit2-colo from medwork was used for bedside precleaning. Anios clean excel d was used for manual treatment with anioxy-twin disinfectant. The biopsy valve, air valve, and suction valve were manually disinfected/sterilized. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a hysis/soluscope as300 drying cabinet. Maintenance was provided by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the air/water channel was sampled and the evis exera iii colonovideoscope tested positive for five (5) colony forming units (cfus) of enterobacter cloacae complex. Additionally, the biopsy/suction channel was sampled and tested positive for over one hundred (100) cfus of enterobacter cloacae complex. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber was peeling and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.